Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the detection issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the caller was requesting programming changes to increase the ability of the implantable cardioverter defibrillator (ICD) to detect ventricular tachycardia (vt) as opposed to supra ventricular tachycardia (svt). The ICD had inappropriately withheld therapy to the patient as a result of inadequate detection settings. Programming changes were recommended and the ICD remains in use. No further patient complications have been reported as a result of this event.